Manufacturer narrative:
On 31-oct-2024, additional information was received indicating fam was collected with the ablation catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a navistar thermocool, webster® quadrapolar catheter, and a cs catheter and the patient experienced asystole and bradycardia that required pacemaker insertion. It was reported that while setting up for an svt case, and after inserting a 4mm ablation catheter, webster® quadrapolar catheter, and a cs catheter into the patient's body, it was noticed that the patient went into asystole, and "lost rhythm." An right ventricle (rv) catheter was then inserted into the body and they began pacing. The patient then "regained rhythm." After they stopped pacing, the patient still had a rhythm, but it was "low." The caller reported that they waited about 40 minutes, and monitored the patient's rhythm, with no improvement. The medical intervention provided to the patient was implanting a micro pacemaker. It was reported that the patient is in stable condition. The patient fully recovered and did not require extended hospitalization. The physician is not sure what caused the adverse event. On 22-oct-2024, additional information was received indicating that no ablation was performed. The physician did not state if he felt one of the catheters bumped into a specific part of the heart that caused the asystole. Based on the additional information, it has been determined the event should be reported against all bwi devices under all the catheters that were inserted right before the event.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4. UDI: as the catalog/model number was not provided, the (01) gtin is not available. Manufacturer's ref. # (B)(4).